Event description:
Implant fracture.

Manufacturer narrative:
No product problem detected. Material analysis concluded noticeable abnormalities on the outer circumference of the implant. However there are no cracks, breaks, or other abnormalities that could lead to failure. The abnormalities are merely superficial scratches. A product/manufacturing defect has been ruled out. The reason for the complaint is not comprehensible.

Event description:
Implant fracture.